Manufacturer narrative:
Evaluation summary: the returned device analysis did not confirm the reported difficult to close clip issue; however, there was difficulty opening the clip and subsequently, clip jumpiness was noted. A review of the lot history record identified no exception issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the return device analysis, the reported difficult to close the clip was not confirmed during return device analysis and a definitive cause could not be determined at this time. Moreover, broken l-lock tabs were observed during subsequent device testing, but appears to be due to device handling/additional testing at abbott/vendor location. Due to the observed clip jumpiness, this appears to be a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that returned device analysis found that the clip was jumping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. A second clip delivery system (cds) was advanced and grasped lateral to the first clip however a significant increase in mr was noted. The clip was inverted and retracted to the left atrium (la). An attempt was made to close the clip arms however they would not close. Troubleshooting was performed and the clip was able to be closed and removed from the patient. The procedure was completed with the mr reduced to 1. The device was tested outside of the patient anatomy and again, the clip was able to open however would not close. There was no clinically significant delay in the procedure and no adverse patient effects. Returned device analysis found that the clip was jumping. No additional information was provided.